Manufacturer narrative:
Tandem's t:slim g4 user guide states: the maximum cartridge fill amount is 300 units. Do not overfill or ¿top off¿ when filling the cartridge as the additional amount cannot be delivered. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received after loading the cartridge onto the pump. Reportedly, the customer had filled the cartridges with a full syringe of insulin. Tandem technical support advised the customer against overfilling the cartridges. Blood glucose level ranged between 78-343 mg/dl. Reportedly, the customer reverted to insulin pens for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.